Manufacturer narrative:
It was reported that the busse cord clamp within the pack did not perform as intended and excessive bleeding resulted for two newborns. No additional info was provided. No sample was returned for evaluation. We use more than 66,000 each of these cords clamps each month. No other similar reports have been filed for this component. Multiple attempts were made to gather info from the account but they did not respond. Busse has been notified of the incident. Due to the nature of the reported incident, this MDR is being filed. At this time we are not able to confirm the incident or identify a potential root cause.

Event description:
It was reported that the cord clamp in the pack did not perform as intended and two newborns experienced significant bleeding.